Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right side ovary') and cyst ('basketball sized cyst') in an adult female patient who had essure (batch no. 632032,641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shellfish allergy and ulcerative colitis. Previously administered products included for an unreported indication: mirena. On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pelvic pain / right side / left side"). In 2017, the patient experienced cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), mental disorder ("psychological or psychiatric problems condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)."), fatigue ("fatigue") and allergy to metals ("body rejecting essure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (cyst removed in 2017 and hysterectomy,unilateral salpingectomy-left salpingectomy and part of right fallopiantube was removed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, cyst, abdominal pain, menorrhagia, mental disorder, hormone level abnormal, vaginal haemorrhage, migraine, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue and allergy to metals outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, mental disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain. Insertion details-right- 6, left- 3 discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 discrepancy noted in date of implantation - (B)(6) 2018 and in current pfs removal - no (currently planning for essure removal? Yes reason(s) for removal: undecided) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion.; on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Event:body rejecting essure were added.fu 5 and 6 processed together. On 21-nov-2019: fu 5 and 6 processed together. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right side ovary') and cyst ('basketball sized cyst') in an adult female patient who had essure (batch no. 632032,641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shellfish allergy and ulcerative colitis. Previously administered products included for an unreported indication: mirena. On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pelvic pain / right side / left side"). In 2017, the patient experienced cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), mental disorder ("psychological or psychiatric problems condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse).") And fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (cyst removed in 2017 and hysterectomy,unilateral salpingectomy-left salpingectomy and part of right fallopian was removed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, cyst, abdominal pain, menorrhagia, mental disorder, hormone level abnormal, vaginal haemorrhage, migraine, female sexual dysfunction, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, mental disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain. Insertion details-right- 6, left- 3 discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion.; on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Most recent follow-up information incorporated above includes: on 12-sep-2019: mr received- lot number were added. New reporters, historical drug, medical history, lab data were added. On 13-sep-2019: pfs received- new events abnormal bleeding (menorrhagia), hormonal changes, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition, migration of essure device location of device: right side ovary, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches were added. Outcome of pelvic pain updated to recovered / resolved. New reporter, height were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.